Manufacturer narrative:
Further information was requested but was not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the pacemaker demonstrated far-field r-wave oversensing. No intervention was performed, and the patient will continue to be monitored. There were no patient consequences reported.